Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unknown), the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer report was observed intermittently during evaluation, but root cause could not be determined during trouble-shooting. Log review confirmed the customer report. The pace/defib engine will be replaced to reduce the probability of occurrence. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.